Event description:
While monitoring a patient with chest pain, the device's display went blank. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that they were unable to duplicate the malfunction.